Event description:
Ous MDR - after an implantation period of about 64 months a high vd impedance (>3000 ohm) was reported. The physician decided to replace the lead. No noticeable damage was identified on the removed lead. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected into four segments. All parts of the lead were returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found which might be related to the high pacing impedance mentioned in the complaint description. Further investigations revealed a rubbed through insulation in the region of the tricuspidvalve. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The cuttings in the insulation near the yoke resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.